Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Concomitant medical products: 00998201713, taper stem,17x135mm, 62282452. Report source, foreign ¿ events occurred (B)(6). Visual inspection of the returned products confirmed that the proximal provisional was stuck on the taper stem. The returned devices dimensions conform to print specification. During evaluation of the returned devices, the devices were separated. Damage was found on the stem s threads and taper. A large amount of debris (blood & tissue) was found in the taper of the provisional. After both devices were cleaned, a functional test / trial fit was performed. The jack screw functioned as intended. The proximal provisional performed the intended function. The incoming inspection records of the product was reviewed and devices were found to be conforming to specification, before release to the field. Investigation determined that a likely cause and contributing factor for the reported complaint of devices stuck is tissue entrapment/surgical debris within the mating interface. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a revision hip operation a trial proximal cone body would not separate from the definitive distal stem prosthesis. The surgeon was unable to separate these two components in-situ. The construct was explanted and was still unable to be separated. This required the surgeon to re-ream for another distal stem size to be able to complete the procedure. This added at least forty minutes to the length of the operation.